Event description:
It was reported that the patient experienced presyncope following a device exchange procedure on (B)(6) 2026. Subsequently, the patient presented with bradycardia and loss of capture was observed on the right ventricular (rv) lead. During surgical evaluation, an intermittent loss of connection between the rv lead and pacemaker was identified. Loss of capture was still observed after the rv lead replacement. The pacemaker and rv lead were replaced and replaced on (B)(6) 2026. The patient was in stable condition.